Event description:
It was reported the pt slipped and fell and has lost stimulation. A sjm rep met with the pt and was unable to regain stimulation. Images of the system were taken and the lead appears to be fractured. The pt may undergo surgical intervention to address the issue. F/u is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.